Event description:
It was reported that during an implant procedure it was difficult to advance the lead and upon withdrawal of the lead, the helix had extended without rotation of the pin. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. The analyst visual comment noted that the lead was returned stretched. This prevents the helix from extending/retracking properly.